Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. The following sections could not be completed with the limited information provided: product identification/expiry date, manufacture date. This report is number 6 of 10 mdrs filed for the same patient (reference 1825034-2014-00557 & 03467 / 03475).

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a clinical study. It was reported patient underwent a right hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2005 due to loosening of the cup. Additional information received in patient clinical data indicates that the patient underwent initial total hip arthroplasty on (B)(6) 1976 receiving a competitor hip system. The first revision procedure occurred on (B)(6) 1981 where it is unknown whether or not a biomet hip was implanted. Several other revision procedures took place on the following dates for unknown reasons: (B)(6) 1981; (B)(6) 1987; (B)(6) 1988; (B)(6) 1988; (B)(6) 1992; (B)(6) 1992; (B)(6) 1993; (B)(6) 1995; (B)(6) 1998.